Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing; and the devices performed according to product specifications. Additional priming was performed and no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of non-dehp extension sets would not work with unspecified tpn (total parenteral nutrition) tubing. It was further reported that the sets ¿bubbled up¿. This event was identified prior to use. There was no patient involvement. No additional information is available.